Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the black latch on the air sensor broken off. As a result, an alternate device was employed, as the customer changed out the sensor. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) is sending the customer a replacement latch. No further investigation at this time.